Manufacturer narrative:
Result: timing link.

Event description:
It was reported by service report that the foot right side rail could not be raised. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.